Event description:
Inserted a test strip, but the meter didn't come on. I asked for her to hit the reset button, press and hold the "m" button, but the meter still wouldn't function. I then asked if the meter the doctor gave her was used? She stated it was a brand-new device. The meter was working fine until the other night. She took the battery out and replaced it, but the meter still wouldn't function.